Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer bumped into the pump and the touch screen became shattered. Customer is unable to interact with the pump due to the shattered touch screen. Customer's blood glucose was between 150-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.